Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient had a recrudescence of pain.

Event description:
It was reported that the lead was not functioning. It was noted that there were no more stimulation. It was noted that actions required as a result of the event included explant and replacement. It was noted that the patient¿s status at the time of this event was alive with no injury. It was noted that according to the physician this event was resolved after the lead replacement on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0205955358, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was overstimulation.